Manufacturer narrative:
B1/b2 product was added as it was omitted from the initial report that was submitted. D4 catalog, serial and primary UDI number were revised. H6 component code, type of investigation, investigation findings, and investigation conclusions were updated accordingly based on investigation findings. H10 this is one of two related reports. This report represents the impella cp and another report was submitted to represent the automated impella controller. Related report number was added. H11 the impella device was not returned, and the investigation has been completed. Investigation summary - device in wrong position: the cause of the positioning issue was not determined due to insufficient clinical details. Ischemia: the cause of the injury was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient a 65-year-old female had an indication for use of temporary mechanical circulatory support due to acute myocardial infarction complicated by cardiogenic shock, with a pre support clinical condition consistent with scai shock stage e. An impella cp was placed percutaneously via the right femoral artery. During support, the bedside nurse reported intermittent low placement signal alarms on the automated impella controller (aic). The physician repositioned the device, which temporarily resolved the alarms. Subsequently, the aic again alarmed intermittently for ¿placement signal low,¿ ¿impella in the aorta,¿ and ¿impella in the ventricle.¿ transthoracic echocardiography confirmed that the impella was across the aortic valve; however, imaging quality was suboptimal for precise measurements. The physicians were present at the bedside and manipulated the device until alarms resolved and elected to leave the device in that position. Later, the patient was noted to have loss of pulse and development of a pale, cool limb, consistent with limb ischemia, which was diagnosed by loss of distal pulses. The device was subsequently removed. Based on the available information, the reported limb ischemia occurred in temporal association with impella cp support and device repositioning. The event required device removal and was considered a patient injury attributed to impella support; however, a definitive device malfunction could not be confirmed. Contributing patient specific factors, including cardiogenic shock, peripheral vascular disease, femoral arterial access, and critical illness, may have played a role. The device will not be returned. Device involvement cannot be fully assessed without product evaluation and device return.